Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that everything in their house basically got hacked into and reported they don't know if they did it through their ip. Patient stated they think their handset is hacked because they noticed that other electronic devices in their residence have been hacked. Patient stated they believe their handset has been hacked because they were told when they first got their implant to never turn wi-fi on because it wasn't necessary, but reported when they turned their handset on a couple days ago, they noticed wi- fi was on and they never do that. Patient confirmed on the call that wifi was not on. Patient stated no issues with their therapy app. Patient provided event date as about a week ago. Reviewed general use of handset. Consulted with (healthcare it) hcit agent who checked handset and confirmed handset is not currently connected to wifi and has not been connected to wifi in over 1,400 days per air watch. Agent reviewed with patient. Agent offered replacement handset and patient stated they will continue to monitor as patient stated they are still trying to address issue with their ip address so they do not want to bring a new handset into their residence at this time. Patient also stated handset battery is depleting quickly. Patient declined to be transferred to hcit. Patient stated they will monitor and call back if issues persists. Additional information was received from the patient on (B)(6) 2026. The patient called back reporting they would like to return their external devices due to concerns regarding device hacking. Patient did not wish to replace anything at this time stating they want to return the programmer "to be de-programmed and then I will get a new one at a later date." The patient was asked to clarify if they were concerned that hacking occurred on the handset or the implanted device. Patient stated they were not sure and both possibly. Recommended patient follow up with managing physician for concerns regarding implanted devices. Reviewed information about device functionality and telemetry and reviewed wifi and cellular functions are disabled on the handset. Patient alleged the wifi on the handset was on and the bluetooth turned itself on after patient had turned it off. Transferred patient to hcit regarding handset related concerns.